Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The approximating lever was broken at the base in a manner consistent with exposure to excess clamping force. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed damage may occur when the instrument is applied over tissue that does not comfortably compress to the recommended thickness. The root cause of the observed damage was misuse of the product. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was return without any accompanying information. The device found that te approximating lever was broken at the base in a manner consistent with exposure to excess clamping force.